Manufacturer narrative:
This supplemental report is created with reference to mfg report #1218950-2021-10766 with corrected information to update the manufacturing site. H3 other text : device scrapped by customer.

Event description:
It was reported to philips that the baby developed localized infection at fse site. Spent time in the special care nursery and had IV antibiotics.

Event description:
It was reported to philips that the baby developed localized infection at fse site. Spent time in the special care nursery and had IV antibiotics.

Manufacturer narrative:
A good faith effort was made to get the part back for evaluation associated with this complaint evaluation, but there is no additional information available. The reported part was scrapped by the customer. The customer reported that the electrode caused a localized infection . The infection was treated with 3 IV antibiotics. The reported part was scrapped. H3 other text : device scrapped by customer.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the baby developed localized infection at fse site. Spent time in the special care nursery and had IV antibiotics.